Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating does not transmit data. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burned iso port kit , burn stains. The customer complaint was reproduced. There was two error has been identified. The device was scrapped.